Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls (qc) were within acceptable laboratory ranges on the date of the event. The customer informs that no maintenance was performed in response to the issue. Siemens is investigating.

Event description:
The customer obtained one discordant falsely depressed creatinine_2 (crea_2) result on an atellica ch 930 analyzer. The discordant result was reported and questioned by the physician(s). The customer used the same patient sample and alternate analyzers to perform repeat testing. The customer issued a corrected report, and the repeat result of 124 umol/l was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 result.

Manufacturer narrative:
Initial MDR 2432235-2019-00441 was filed on (B)(6) 2019. Additional information (30-december-2019): siemens reviewed the data provided, and there were no reagent delivery issues. Quality controls were in range, and no issues were noted with other patient samples. The instrument and reagents were performing acceptably, and a repeat of the same sample yielded expected results. The cause of one discordant falsely depressed creatinine_2 (crea_2) result on one patient sample is unknown, and contributing factors such as sample integrity, and preanalytical variables cannot be ruled out. The instrument is performing according to the specifications. No further evaluation of this device is required. The results and conclusions code in section h6 is updated.